Event description:
Had just started a dual chamber pacemaker when the doctor stepped on the fluoroscopy pedal and no images were made. An error came up on the x-ray console stating "anode will not rotate." Staff attempted several times to re-boot the system with no positive results. Service was called at that point, along with notifying in-house biomed.at that point, a c-arm x-ray piece of equipment was brought in to finish the case. Procedure was completed with no apparent harm to patient or staff.once service was on site, several tests were run. A bad circuit board was causing the issues. The board was replaced and the system was tested to ensure it would work and service released it later that night.